Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent an rfa procedure and ipg was not placed in surgery mode and as a result ipg was unable to communicate with external devices. Company manufacturer met with patient and troubleshooting helped resolved the issue by reconnecting to ipg and providing effective therapy.